Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a permanent scs implant procedure. During the procedure, the patient was no longer able to feel his leg after the lead intended for use was placed. As a result, the lead was removed and the procedure was abandoned. The patient was able to move his left leg a little bit after the lead was removed. The patient's condition continues to improve.